Manufacturer narrative:
A product investigation was completed: the reported drill bit was not returned for investigation; however, the involved nail was received and investigated. The product was returned in a packaging different from the original synthes bag. The laser marking was readable. Traces of use were visible on the citrus hole. A review of the device history records (DHR) for the mentioned parts was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The instruments met the specifications at the time of manufacturing and distributing. The raw material certificates were checked and all used raw material used fulfilled the specifications. The relevant dimensions were measured and they have fulfilled the specifications. The insertion of a pin was performed through the citrus shape confirm the citrus shape position; and has passed (go). Besides, the position of the citrus shape and the citrus form were inspected through the inspection sheet and passed their specifications. No manufacturing error was found. Product was manufactured according to its specifications. Based on the investigation results this complaint is confirmed since the nail interfered with the drill bit on the citrus shape hole. However, this complaint is rated as not valid because the relevant dimensions of the nail were measured as well as the relevant manufacturing documentation related to the article was reviewed and no manufacturing issue could be found. No manufacturing error was found. Product was manufactured according to its specifications. Without having all involved parts a detailed root cause cannot be determined. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. PMA (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6)as follows: the reported nail was used in right femur trochanteric fracture on (B)(6) 2017. After the nail insertion, during the drilling using the drill bit, it was found that the drill bit interfered with the nail. The interference recurred although the guide-wire replacement and the connecting-screw retightening were performed, and the surgeon performed dry-check for nail once removed. Because the nail was damaged by those interferences, the surgeon inserted another nail. This time the replaced nail was inserted deeper than the former. The surgery was completed safely with a forty (40) minutes surgical delay. There was no adverse consequence to the patient. Concomitant devices: connecting screw, cannulated for pfn and pfna (part # 357.029, lot # unknown, quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for complaint (B)(4).